Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 4 to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced engagement issues with universal surgical manipulator (usm) 4. The spring for the sterile adapter and the arm were not functioning correctly to engage on usm 4. The logs indicated engagement errors 22020 and 31010 on usm 4. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed. Failure analysis (fa) confirmed and replicated the reported complaint. Upon visual inspection, it was noticed that degrees of freedom (dof) 5 carriage gearbox was sunken in. The damaged gearbox was found upon opening the carriage cover. In addition, fa also found pinched rolling loop. The probable root cause is attributed to a damaged carriage gearbox.

Event description:
Refer to h11 for follow-up information.